Event description:
It was reported that the customer went to the urgent care with a blood glucose (bg) level of 395 mg/dl; cause was unknown. Reportedly customer was vomiting and short of breath. Customer attempted to self treat with a correction bolus via the pump. At urgent care customer received insulin injections. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.